Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image is due to a small hole created in the cable which caused moisture to penetrate and destroy the electronic circuits. As a result, the image was no longer displayed. The plausible reason of the hole in the cable is related to the reprocess and storage of the product with tweezers, forceps and scalpels. The instructions for use (IFU) states: do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. No image was identified during device inspection, cable connector was found faulty and needs to be replaced. In addition, the device failed the leak test due to a small puncture found on the cable wire. Based on evaluation findings, the failure found was identified to be attributed to a faulty cable connector. The root cause of the faulty cable was due to electronic component failure. This report will be supplemented accordingly following investigations

Event description:
No image displayed on led display of the device during an unspecified procedure was reported. There was no patient harm or injury reported due to the event. No user injury reported.